Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall.

Event description:
It was reported that the patient felt tired more than usual and was admitted to the hospital. The device was at elective replacement indicator (eri) earlier than expected. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.